Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Broken jaws. The analysis results found that the device was returned with the jaw ramp broken off. The device was cycled and ejected the remaining clips due to the returned condition. In addition, the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the device was used to clip the cystic artery. The handle was squeezed, the clipping mechanism broke inside the patient, believes the device jammed. Nothing fell into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.